Manufacturer narrative:
It was confirmed that the expiration date for this device is 7/11/2019. The device was used beyond its expiration dating. If explanted; give date: not applicable, lens remains implanted. Initial reporter first and last name: unknown. Initial reporter phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a patient underwent left eye cataract surgery with an intraocular lens implanted on (B)(6) 2020. After operation, the eyes were covered routinely. One day after operation, the follow-up was observed: left eye: 0.6 -, conjunctival congestion +, corneal edema +, anterior chamber often deep, tyn (+ +), intraocular lens position was positive, other examination conditions were the same as those in hospital. Patient had inflammatory reaction. The patient was prescribed with: prednisolone acetate eye drops, tobramycin dexamethasone eye drops, moxifloxacin hydrochloride eye drops, compound tropicamide eye drops, and azithromycin dispersible tablets 0.5g, were given to the left eye once every hour. Tobramycin dexamethasone eye drops, moxifloxacin hydrochloride eye drops, compound tropicamide eye drops, and azithromycin dispersible tablets 0.5g, once a day. The second day after operation, the left eye was reexamined: 0.6 +, intraocular pressure: 11.7mmhg, the rest of the examination conditions were the same as before, all improved, the patient was instructed to continue to use the above eye fluid. Patient was discharged. Outpatient review last monday of the surgery period. No further information was provided.